Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and no delivery. Customer's blood glucose was 128 mg/dl at the time of incident. Troubleshooting was not performed for the no delivery alarm. The product will be returned.